Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Manufacturing site corrected. Evaluation summary: the complaint device was returned and the reported separation was confirmed via returned device analysis. Based on visual analysis and scanning electron microscopy (sem) imaging of the returned device, there is no indication of a product deficiency. Additionally, a review of the lot history record revealed no nonconformances with the reported lot and a review of the complaint history did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the patient had severe left main, ostial left anterior descending artery (lad), ostial circumflex (cx) and distal cx disease. The target areas were reported to be heavily calcified. The whisper guide wire tip separated during use. The separated guide wire tip was attempted to be snared. However, the attempt was unsuccessful. The separated tip remains in the patient. There was good flow throughout the procedure and no perforation or flow disruption was reported. No additional information was provided.